Event description:
During an unspecified procedure on the esophagus, the anvil disengaged. The surgeon retrieved the anvil without incident.

Manufacturer narrative:
Estimation of the device revealed that the anvil pivot pin was disengaged and not returned for our evaluation preventing us from reliably determining the cause for the difficult reported.